Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: observed stress marks on the device. Observed creases on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted and replaced.